Manufacturer narrative:
(B)(4). Based on the information provided in the initial report on 21may2018, it's unclear if the device is a kls-martin l.p. Product. Additional information was requested at the time it was reported, however, the healthcare provider would not provide this information. Reference exemption number e2017029.

Event description:
Two screws backed out. There are currently no plans to remove the screws.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified therefore the device history records were not reviewed. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.